Event description:
At closure of the case, opened 2 x 4/0 monocryl on sterile field. Checked packets and one of the packets had no needle in it. Opened a third packet and that packet also had no needle in it. Opened a fourth packet and this did have a needle.